Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative regarding patient's neurostimulator (ins). Patient reported that ins was implanted in patient's abdomen in 2015 in (B)(6). It was unknown if ins was relocated from pocket in patient's flank to abdomen or replaced - patient stated it was "replaced" but there was no record of replacement. Patient had no further information and the hcp was unknown. No further complications were reported/anticipated.